Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was that a capacitor, designator c157, on the analog pcb assembly had process residue. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a charge-pak and service wrench icon present on its readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device behaved as though a patient was connected and had a shockable rhythm, even though no patient load was connected, and it provided a shock advised decision. As a result, the device could have inappropriately shocked a patient if one had been connected during a real patient-use situation.